Manufacturer narrative:
It was reported that, a revision surgery was performed with a routine wash-out and component exchange due to infection. The polarcup xlpe insert 49/28 non-cem (75018956) intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted and the reported failure mode could not independently be confirmed. Based on the limited information provided, a thorough medical assessment could not be performed. A review of the complaint history revealed no additional complaint for the batch in question. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. The instructions for use lists infection as a known possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on available information the root cause for the reported infection is attributed to a known inherent risk of the device. However, the executed investigation gives no indication that the device failed to match specification at the time of manufacturing. The need for corrective action is therefore not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that, a revision surgery was performed with a routine wash-out and component exchange due to infection. Patient outcome is unknown.